Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was getting uncomfortable stimulation which started about an hour ago (although it was also reported as a gradual onset). The patient noted that this had happened once before (about a month and a half ago ¿ 2 months ago). They stated that the last time, they had to recharge the communicator and handset and the issue resolved. The patient mentioned they were a truck driver and was supposed to be on the road 8 hours but they were only on for 6 hours because their back side goes numb where the implant in their body was. They had to get out of the truck and walk around and then the numbness goes away. This had been going on since implant of the device ((B)(6) 2019). The device status was confirmed using the programmer: it was determined that the patient was on program 3 at 1.8 volts and the therapy was on. There wereno falls or trauma that could be related to the issue. The patient decreased the amplitude to 1.8 volts which eliminated the uncomfortable stimulation. There were no further complications reported or anticipated.